Event description:
The provider states that the adjustment holes in the pivot slide tubes are ovaled out so he can no long adjust the footplates on the chair. There was no additional information provided.